Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: oesophagus resection. Event description: [translation]: today, during the oesophagus resection, we saw that our port had been broken. We thought this was quite dangerous. Fortunately, no plastic had broken off, but the plastic had bent. Additional information received by email from applied medical representative on (B)(6) 2022: patient status: is ok. The trocar was inserted between the thoracal bone. There was no difficulty during insertion. The trocar was not used with a robot, laparoscopic. Instruments inside of the cannula at the time of the incident: [name] grasper, needle holder. Patient status: no patient injury has been reported.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula tip. Based on the condition of the returned unit, it is possible that the cannula tip fractured due to instrumentation coming in contact with the tip during the procedure. It is also possible that the cannula was more susceptible to breakage. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: oesophagus resection. Event description: [translation]: today, during the oesophagus resection, we saw that our port had been broken. We thought this was quite dangerous. Fortunately, no plastic had broken off, but the plastic had bent. Additional information received by email from applied medical representative on 10may22: patient status: is ok. The trocar was inserted between the thoracal bone; there was no difficulty during insertion. The trocar was not used with a robot, laparoscopic instruments inside of the cannula at the time of the incident: [name] grasper, needle holder. Patient status: no patient injury has been reported.